Event description:
It was reported that a perforation occurred. A greenfield filter was implanted on (B)(6) 2013. On (B)(4) 2014 it was noted that a perforation had occurred. CT images showed that some of the legs appeared to have pierced the lumen of the ivc and reside outside the lumen at this time. No further patient complications were reported.